Event description:
Giving themself a shot with gentle jet. Rptr experienced painful, heavy bleeding and deep bruising. Rptr had to switch from the more powerful advajet to the childrens gentle jet but still too powerful.